Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at wrist. Other cables at wrist were not damaged. An additional observation not reported by site was the instrument main tube had scratch marks/abrasions with light material removal. Scratches are not aligned with tube axis. The customer reported complaint does not itself constitute a MDR reportable event; however broken pitch cable and instrument main tube scratch marks were to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing the fenestrated bipolar forceps instrument had frayed cables at the wrist. The cable looks to have partially detached from remaining cable fibers thus limiting range of motion on instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.